Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4) /model #: 1650de / expiration date: 2018-11-30 mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system - battery / (B)(4) /model #: 1650de / expiration date: 2018-11-30 mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system - battery / (B)(4) /model #: 1650de / expiration date: 2018-11-30 mfg date: 2017-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited possible power switching and two inappropriate critical battery alarms. Servicing was performed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device return. Additional products: d4: serial #: (B)(6). D10: yes, return date: 29-sep-2020. H3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: patient code(s): c50675. H6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one battery was removed from service.

Manufacturer narrative:
Product event summary: the three batteries (B)(6) were not returned for evaluation. One battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery was still able to charge and provide power to a controller; however, a high max error condition will cause the battery to flash red when connected to a battery charger. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. This is an additional finding not related to the reported event. The most likely root cause of the observed high max error can be attributed to a battery that is out of calibration. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed power switching due to momentary disconnections involving (B)(6) and power switching due to communication errors involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Analysis of the alarm log files revealed two critical battery alarms due to communication errors involving (B)(6) and two critical battery alarms due to communication errors involving (B)(6). As a result, the reported events were confirmed. A power source lubrication procedure was performed in accordance with the requirements under fsca cvg-18-q4-19 on 24-jul-2018 to mitigate the reported conditions. The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6) d10: yes, return date: 30-sep-2020 > h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c13 h6: FDA conclusion code(s): d11 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four batteries (bat588155, bat588169, bat588181, bat588217) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed power switching due to momentary disconnections involving bat588217 and bat588169 and power switching due to communication errors involving bat588155. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving bat588155 and bat588169, which is indicative of a communication error. Analysis of the alarm log files revealed two critical battery alarms due to communication errors involving bat588169 and two critical battery alarms due to communication errors involving bat588155. As a result, the reported events were confirmed. A power source lubrication procedure was performed on (B)(6) 2018 to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication err ors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Additional products: d4: serial#: bat588169 h6: FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that two of the batteries also had communication errors.

Manufacturer narrative:
Product event summary: four (4) batteries (bat588155, bat588169, bat588181, bat588217) were not returned for evaluation. Log file an alysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed power switching due to momentary disconnections involving batteries bat588217 and bat588169 and power switching due to communication errors involving battery bat588155. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving bat588169 and two (2) critical battery alarms due to communication errors involving bat588155. As a result, the reported events were confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the batteries remain in use. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Battery bat588169 d4: expiration date: 2018-11-30 UDI #: asku h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery bat588181. Expiration date: 2018-11-30 UDI #: asku h4: mfg date: 2017-11-30. FDA method code(s): 4114, 4112. FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat588217 d4: expiration date: 2018-11-30 UDI #: asku h3: yes h4: mfg date: 2017-11-30 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.